Event description:
During the procedure, the tip of the introducer was noted to be rolled outward upon insertion into the patient. The tip of the introducer was fixed and the introducer was inserted into the right atrium for the transseptal puncture. Upon fluoroscopy, the tip of the introducer was noted to be detached in the right atrium. The detached tip floated in the right atrium until it reached the pulmonary artery and stopped. Intervention was performed with an agilis introducer, a snare, and biopsy forceps to successfully retrieve all of the detached portion of the device. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One braided swartz introducer was returned for analysis. The soft grey tip of the sheath had been bent and was detached from the sheath tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sheath tip is consistent with damage during use.